Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix/lobe distorted/bent. Full lead returned. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during implant attempt, when the lead was pushed forward into the heart, the helix suddenly stretched in the subclavian vein. The lead was not used. No patient complications have been reported as a result of this event.